Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as redness on back under te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed bepanten ointment for the rash. Follow up indicated that the rash improved.